Manufacturer narrative:
On 8-apr-2026, bwi received additional information indicating that the patient did not experience an adverse event. There was no unwanted arrhythmia induced in the patient. There was no specific malfunction with the optrell catheter. As a result, no further details will be provided regarding this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31628760m and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation in which an optrell was used for the procedure and it was reported that "catheter completely arrhythmic" and the medical team was not able to map the focus. The catheter through contact to the endocardial tissues "induced extrasystolic discharge". They were not able to produce a meaningful map. The catheter needed to be substituted.